Event description:
It was reported that this implantable lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The implantable lead was explanted.

Event description:
It was reported that this implantable lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The implantable lead was explanted. Additional information indicated that the patient fell, and the incision was opened and packed with the sterile strips. The product was explanted, and a wound vacuum-assisted closure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the b5: event description; d4: unique identifier (UDI) number; d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; h6: patient codes; and h11: additional MFR narrative.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The implantable lead was explanted. Additional information indicated that the patient fell, and the incision was opened and packed with the sterile strips. The product was explanted, and a wound vacuum-assisted closure was performed. No additional adverse patient effects were reported.